Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent removal surgery due to adjacent level breakdown at t7-s2 iliac. Intra-op, tip of the screwdriver broke during re-implantation of new hardware in the levels from previous operation. No any fragments of the product remained in the patient. There were no any patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical dimensional hardness visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Functional inspection confirmed the driver will not engage into sample mas head with the missing tip. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.